Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and that their blood glucose had been up to 20mmol/l. Troubleshooting was performed. Customer's blood glucose level was unknown at the time of incident. It was reported that the insulin pump was not dropped or bumped but the drive support cap was flushed. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer treated with manual injections and declined troubleshooting for the high blood glucose readings. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received alarm during the basic occlusion test due to loose/flushed drive support disk. Unable to perform operating currents, error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.